Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketaocidiosis. Customer stated they would call back to perform the high pressure test. Customer declined to complete troubleshooting.